Manufacturer narrative:
Unit had constant a35 alarm during rewind due to motor encoder signal out of phase. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime/deliver test, off no power test and excessive no delivery test due to motion sensor test failure alarm. Unable to confirm motor position encoder error alarms in the history file due to motion sensor test failure alarms. Unit received with cracked reservoir tube lip, minor scratched display window and cracked belt clip slot. (B)(4).

Event description:
Customer reported via phone call to have received a motion sensor test failure and a motor position encoder error. Customer's blood glucose was unknown. Insulin pump failed displacement test. Customer was advised that insulin pump would need to be replaced.